Manufacturer narrative:
The sapien 3 valve and non-edwards delivery system were not returned to edwards lifesciences for evaluation. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. Device history review (DHR) was performed for the valve components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. The complaint was not able to be confirmed; therefore, a lot history review was not required. The complaint was not able to be confirmed; therefore, a complaint history review was not required. During the sapien 3 valve manufacturing process, the valve frame undergoes 100% visual and dimensional inspections. The valve undergoes coaptation flow testing. The valve also undergoes 100% visual inspections before and after being attached to the holder. Prior to final packaging, the valve undergoes 100% visual inspection. These manufacturing inspections support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case. The complaint was not able to be confirmed. A review of the DHR and lot history, revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. As reported,'the physician chose to deliver the valve via bib balloon. The patient had difficult anatomy and the valve was unsuccessful making it through the rvot. The team tried to remove the valve without implant. While pulling the valve back, it started to move off of the catheter and it was decided to implant the 29mm valve in the ivc'. In this case, a non-edwards delivery system was used to deliver the valve, so it was off-label procedure. As such available information suggest that procedural factors (off-label operation) may have contributed to the complaint event. Since no edwards defects were identified, no corrective or preventative actions are required.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). For follow-up report 2, a correction to fields d2 and g4 was submitted in the supplemental report.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a pulmonic valve in homograft procedure, difficulties were encountered advancing a 29mm sapien 3 valve and non-edwards delivery system through the rvot due to the difficult patient anatomy and 'difficult angles'. The valve was not able to be advanced through the rvot. During the withdrawal of the valve, it started to move off of the catheter. The decision was made to implant the sapien 3 valve in the ivc. A new valve was prepared and deployed through the ij approach without issue. The patient tolerated the procedure well. Both valves remain implanted in the patient.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to fields (list the corrected fields on the form) is being submitted in this supplemental report.